Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event that the endo therapy accessory was broken in the device during procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The event can be prevented by handling the device in accordance with the following instructions for use (IFU). IFU: gif/cf/pcf-190 series operation manual 4.3 ¿using endo therapy accessories caution: "do not open the tip of the endo therapy accessory or extend the tip of the endo therapy accessory from its sheath while the accessory is in the instrument channel. The instrument channel and/or the endo therapy accessory may become damaged". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the biopsy forceps of the colonovideoscope broke inside of the scope. The issue occurred during a procedure. There were no reports of patient harm.